Event description:
It was reported that approximately four hours after the start of continuous renal replacement therapy, the pressure sensor of a prismaflex st150 set was observed to rupture and leak blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.